Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/22/2018 that the display device showed a transmitter failed error on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of data investigation. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The reported event of a transmitter failed error was confirmed via data. A probable cause was determined to be a low transmitter battery that led to a transmitter failure. No additional patient or event information is available.